Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that an out of regulation (oor) message was seen on the patient programmer. The patient noted that he left the patient programmer in his car and it could have bounced around. The patient pressed an arrow on the navigation bar and saw his normal screen but when he tried it again, the oor message reappeared. An appointment with the health care provider (hcp) was scheduled to check the implantable neurostimulator (ins). The manufacturer representative (rep) reported that the patient was receiving therapy and was doing fine. Follow-up revealed that the cause was not determined and the oor message was not resolved, yet. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.